Event description:
It was reported that: (B)(6) 2024, the swg was found kinked during used on the patient. Involved

Manufacturer narrative:
(B)(6) the report that the guide wire separated was confirmed through examination of the returned sample. The customer returned one opened hemodialysis set with multiple components, including a guide wire, for evaluation. Signs-of-use were observed on the returned components. The guide wire was observed to be separated. Visual inspection of the guide wire revealed it was separated from the proximal end. The proximal weld was separated from the core and coil wires and not returned. The core wire was broken and exposed out of the coil wire. Several kinks and bends were observed throughout the guide wire body. Microscopic examination confirmed the damage. The distal weld was present and observed to be full and spherical. The major kinks in the guide wire were located 32mm, 170mm, and 496mm via calibrated ruler from the distal end. The guide wire total length measured 683mm via calibrated ruler which is within the specifications of 678-688mm per product drawing; therefore, no pieces of the guide wire appear to be missing. The guide wire outer diameter (od) measured 0.85mm via calibrated caliper which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed the distal weld was intact. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h: additional manufacturer narrative - the line 'reference for image of the sample received' removed.

Manufacturer narrative:
(B)(4). The report that the guide wire separated was confirmed through examination of the returned sample. The customer returned one opened hemodialysis set with multiple components, including a guide wire, for evaluation. Signs-of-use were observed on the returned components. The guide wire was observed to be separated. Reference (B)(4) for image of the sample received. Visual inspection of the guide wire revealed it was separated from the proximal end. The proximal weld was separated from the core and coil wires and not returned. The core wire was broken and exposed out of the coil wire. Several kinks and bends were observed throughout the guide wire body. Microscopic examination confirmed the damage. The distal weld was present and observed to be full and spherical. The major kinks in the guide wire were located 32mm, 170mm, and 496mm via calibrated ruler from the distal end. The guide wire total length measured 683mm via calibrated ruler which is within the specifications of 678-688mm per product drawing; therefore, no pieces of the guide wire appear to be missing. The guide wire outer diameter (od) measured 0.85mm via calibrated caliper which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection of the guide wire could not be performed due to the damage. A manual tug test confirmed the distal weld was intact. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2024, the swg was found kinked during used on the patient. Involved.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2024, the swg was found kinked during used on the patient. Involved.